Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that after 20 seconds the power light on the device goes out. There was no reported patient involvement.